Event description:
It was reported that the atrial lead had low pacing impedance and short non-physiological intervals when programmed bipolar. When the lead was programmed to unipolar impedance was normal but noise detection continued. It was noted that due to the noise detection on the lead it caused inappropriate mode switches resulting in loss of av synchrony. The atrial lead was explanted and replaced. Additionally, it was reported that the right ventricular (rv) lead was electively replaced during the atrial lead revision. However, it was noted that at the end of the case there was a change in the threshold measurement and therefore the physician repositioned the new rv lead. After repositioning and adding more slack the threshold was good and remained good on the post-op check. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. Analysis revealed that the inner insulation had a depression breach. It was also noted that the outer insulation of the lead developed a cosmetic depression while in vivo, the inner insulation of the lead and the outer insulation was observed to have blood ingression.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 lead, implanted: (B)(6) 2003. (B)(4).